Manufacturer narrative:
The following devices were also listed in this report: v40 cocr lfit head 40mm/+8; cat# 6260-9-340; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision due to pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including the device lot ID and evaluation, operative reports, progress notes, x-rays and patient history are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right hip was revised due to pain. Rep reported that intra-operatively, no devices were found loose, fractured, broken, malpositioned, or worn. No diagnostic results or pre-existing patient factors were reported to rep to identify any possible cause of pain. Rep reported that no additional x-rays, medical records, and further information are available due to hospital policy.